Event description:
It was reported during the testing prior to use, the tube was found leak from various site. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 2 fr perqcath catheter was returned for investigation. The stylet t lock assembly was returned within the catheter. The perqcath catheter measured to be approximately 30.5 cm. The sample was flushed with water using a 12 ml syringe. Beads of water were observed to form and leak throughout multiple locations along the catheter. Leaks were observed at the 12, 13, 21 depth markers. Microscopic observation of the leak location revealed angled splits that were more longitudinally aligned. The two splits located at the 12 and 13 cm depth markers appeared to be aligned in their angled directions. The damage was likely caused due to bunching of the stylet leading to abrasive damage upon removal. The product instructions for use (IFU) cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ since the leak was observed on the returned sample, the complaint is confirmed. A lot history review (lhr) of redn2298 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn2298 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the testing prior to use, the tube was found leak from various site. No other information was provided.